Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The description indicates that during operation, the system displayed a black screen on the monitor and is experiencing hard drive problems which resulted in the system being aborted. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The system was initially turned on, all checks performed, instruments verified etc. The system was then shut down for stage 1 of the procedure (as informed previously by inr team to not leave robot switched on for a long time before the case starts). When turning the system back on for commencement of stage 2 the screen displayed "reboot and select proper boot device or insert boot media in selected boot device and press a key". Local inr support informed us to switch off battery and restart system using ac power only or to restart system while hold "esc". Neither of these resolved this issue and the case was abandoned. After the case we troubleshooted with international inr support and were able to "disable legacy boot mode".